Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose (bg) level was 136 (mg/dl). Troubleshooting determined a pump reset likely occurred. Reportedly the customer would continue to use the pump for insulin therapy.